Event description:
It was reported during an ablation procedure the irrigation port of a therapy cool flex catheter broke and leaked. The physician was 15 minutes into the procedure when a pressure alarm on the irrigation pump was noted. The irrigation port was inspected and noted to be leaking saline at the handle of the catheter. While the physician was inspecting the irrigation port it completely detached from the catheter. The procedure was completed with a new catheter. There was no consequences to the pt.

Manufacturer narrative:
The device has not been returned for analysis at this time. Upon receipt of the device and completion of a failure investigation, a supplemental medwatch report will be filed.